Manufacturer narrative:
The suspect device has been received. However, quest has not yet completed its investigation. A supplemental report will be filed at the conclusion of the investigation.

Event description:
A report was received from baylor university medical center. The report stated that an mps 3nd delivery set was set up and primed with no issue. However, during the surgery, an alleged leak was noted one inch down from the blood inflow stem of the pouch.

Manufacturer narrative:
The sample was received by quest medical. Investigation was performed on the sample and the leaking was confirmed on the blood side of the pump cassette. The root cause is believed to be related to a weak weld on the pump cassette. Quest will continue to monitor this complaint trend. Quest has concluded its investigation of this complaint sample.

Event description:
A report was received from baylor university medical center. The report stated that an mps 3nd delivery set was set up and primed with no issue. However, during the surgery, an alleged leak was noted one inch down from the blood inflow stem of the pouch.